Event description:
The customer reported getting a "pads not attached" message, when connected to the device.

Manufacturer narrative:
The customer reported getting a "pads not attached" message, when connected to the device. The customer evaluated the device and localized the issue to the pads adapter cable. The customer was shipped replacement hands free therapy cable.